Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 1200 mg/dl. The cause of elevated bg was customer has gastroparesis, and customer's non-tandem sensor failed, and customer was unable to monitor bg levels. Additionally, customer inadvertently removed infusion set from body after receiving help from emergency services. Subsequently, customer was hospitalized. Bg was treated with intravenous fluids. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved, however customer reported kidneys were shutting down and required use of a catheter.